Event description:
It was reported that while using a mckesson prevent sg, the needle was clogged. The following information was provided by the initial reporter: needle does not move when placed on prefilled syringe; will not administer product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 04-aug-2022. H.6. Investigation summary: five samples were provided to our quality team for investigation. Each sample was connected to a syringe with saline solution, one sample did not expel the solution due to clogged. A device history record review was completed for provided batch number 1341422 . According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation and with the sample analysis the symptom reported is confirmed.

Event description:
It was reported that while using a mckesson prevent sg, the needle was clogged. The following information was provided by the initial reporter: needle does not move when placed on prefilled syringe; will not administer product.